Manufacturer narrative:
Device remains implanted.

Event description:
It was reported that two ozark screws fractured at c7 approximately 2.5 months post-operatively. Revision surgery has not been performed nor scheduled at this time. This report captures the first screw.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that two ozark screws fractured at c7 approximately 2.5 months post-operatively. Revision surgery has not been performed nor scheduled at this time. This report captures the first screw.